Event description:
It was reported that the user experienced an infusion set occlusion overnight while using an ilet system with a contact detach infusion set, resulting in high glucose of 400 mg/dl and requiring a full supply change with assistance to complete the rewind step. Customer care provided support that included collection of product lot information and blood glucose return to range follow up. Investigation of this case revealed an occlusion of the insulin delivery pathway associated with the infusion set, which was resolved by replacing the set and related disposable components. Symptoms included blurred vision and dry mouth consistent with hyperglycemia. Outcomes included resolution of hyperglycemia after the supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion leading to interrupted insulin delivery.